Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device failed occlusion. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "high pressure" message.functional testing found that the reported issue was duplicated. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The downstream occlusion sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.